Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name-starmedtec (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 17, 2017 that a lighttrail single use 230¿m laser fiber was used during a flexible ureteroscopy with treatment of kidney stone procedure in the kidney performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, the tip of the fiber broke off inside the kidney. The physician attempted to retrieve the detached tip but was unsuccessful. The patient was informed that the fiber tip was left inside the kidney and a follow up CT scan will be performed after two months to assess the detached tip. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.